Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no evidence of fire was observed. The reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no evidence of fire damage was observed. Therefore, this issue is not confirmed. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. There was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her freestyle libre reader, "caught on fire while" while it was charging. There was no report of death, serious injury, or mistreatment associated with this event.